Event description:
It was reported that the physician's handheld will not power on and that it is left plugged in when not in use. The physician requested a new programming tablet. The handheld and flashcard were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the handheld was completed on 12/09/2015. During the analysis it was verified that the handheld would not power on. The cause for the anomaly is associated with an open electrical connection in the power portion of the serial cable. As a result of the open wire connection, the handheld was unable to receive power from the ac adapter. No other anomalies were identified. Analysis of the flashcard was completed on 12/09/2015. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.